Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4. The patient presented with a restricted posterior medial leaflet (pml) and an enlarged atrium. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped without issue. During the clip-deployment, the cds moved slightly and bowed in the left atrium. During this short time, there was a little stress on the mitral valve, however the clip remained closed and attached to the leaflets. The clip was deployed with a good outcome, reducing the mr to grade 1. The following day, transthoracic echocardiogram showed the clip had detached from the posterior mitral valve leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to grade 4. A second clip procedure is planned for (B)(6) 2017. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and likely due to the restricted posterior leaflet. The reported slippage of the device was reported to be due to user technique as the physician moved the device by mistake. The reported worsening mitral regurgition (mr) was likely a result of the slda. Lastly, the reported additional therapy/non-surgical treatment and hospitalization were a result of case specific circumstances, as the patient was re-admitted to the hospital and underwent a second mitraclip procedure on (B)(6) 2017 to treat the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information was received: during the (B)(6) 2016 mitraclip procedure and during clip deployment, the clip delivery system ((B)(4)) moved slightly in the left atrium. Reportedly, the physician moved the cds by mistake and there was no device malfunction. On (B)(6) 2017, the patient underwent a second mitraclip procedure. Two clips were implanted without reported issue, reducing mitral regurgitation from grade 4 to <1.